Manufacturer narrative:
No blank display noted during testing. However, unit had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self test, a21 error test and displacement test or verify off no power alarm due to unresponsive button.

Event description:
It was reported that the insulin pump was getting hanged continuously and shutting off automatically buttons are not working. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.